Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation and the stimulation strength was giving strong sensation at the lower back. It was also noted that the patient was getting undesired sensation around the back and ribs area. The patient underwent a revision procedure wherein the paddle leads placement was adjusted in order to provide better pain coverage. The patient was doing well post-operatively. No device malfunction was suspected and no device was explanted.